Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous (av) fistula using ruby coils. During the procedure, while advancing the ruby coil through a non-penumbra microcatheter in the target vessel, the hospital technologist experienced resistance, and the pusher assembly of the ruby coil became kinked; therefore, it was removed. The hospital technologist then opened another ruby coil but the physician decided not to use it. The procedure ended at this point as the physician deemed that the av was sufficiently packed. There was no report of an adverse effect to the patient.